Event description:
The mount broke and the customer could not get the implant to back out.

Manufacturer narrative:
The mount broke and the customer could not get the implant to back out. The implant neither the mount were returned for evaluation. Therefore, no statement on the reason for the complaint is possible. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. All quality records corresponded to the specifications.